Event description:
An elderly female underwent laparoscopy with lysis of adhesions, and bilateral salpingo-oophorectomy. During procedure, trocar top popped off several times. The shaft appeared to be the defect. No harm to patient.